Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the emergency room due to double counting of the t-waves leading to inappropriate shocks. The lead remains in use. No further patient complications have been reported as a result of this event.